Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high vancomycin (vanc) results generated by the unicel dxc 800 pro synchron clinical systems. The customer indicated that vanc results for 4 pt samples were higher on the unicel dxc instrument when compared to the different instrument results. It is unk if treatment was initiated or withheld, but the customer has received no reports of affect to treatment for any pt, due to these results.

Manufacturer narrative:
The specimens were collected into plastic, sodium heparin gel separator bd tubes. No issues noted for any of these samples. No other chemistries were affected. Qc was within specifications before the event and out of specifications after the event. The customer replaced the vanc cartridge and re-calibrated the instrument. The customer aligned the cartridge chemistries (cc) sample probe and ran a carryover testing. The customer also replaced the collar wash and the reagent probes as an add'l precaution. A field svc engineer (fse) spoke to the lab and determined that the customer troubleshooting was appropriate and the svc call was cancelled. The fse visited the lab later in the week and did a minor svc to the instrument. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.